Event description:
The problem of under delivery was discovered during final service testing by baxter technician. The customer stated that the device was not involved in any patient incidents since the last baxter service event.